Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Choking [choking] soreness throat [oropharyngeal pain] brush head that broke off - oral-b [device breakage]. Case narrative: adult male consumer via phone stated that he was choking for almost a minute on the oral-b toothbrush head that broke off. He experienced soreness in his throat. No serious injury was reported. 25-feb-2025 follow up via phone: the suspect product was oral-b power oral care refills crossaction eb50rx brush set 4ct. No serious injury was reported.